Manufacturer narrative:
Batch review performed on 09 july 2018; lot 170413: (B)(4) items manufactured and released on 04 may 2017. Expiration date: 2022-04-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on (B)(4) 2018 that a revision surgery is planned for (B)(6) 2018 (1 year and 1 month after primary) due to tibial loosening.

Manufacturer narrative:
Preliminary investigation based on the picture of the explanted tibia component performed by r&d product manager on 03 october 2018: revision surgery after 10 months from primary implantation due to loosening of the tibia baseplate. No traces of residual cement can be seen on the distal surface of the explanted tibial baseplate in contact with the bone. This is something usual to be seen on explanted components even if the cause of revision is not loosening or mobilization. Lack of cement on the explanted components is not an evidence of lack of adhesion between the cement and the implant due to faulty devices. Any non-conformity can be revealed in the distal surface of the component that could have contributed to the event. Poor cement interdigitation on the implant surface are of various origin; they could be related to the cement and cementation procedure or mobilization of the implant during curing. Clinical evaluation performed by medical affairs manager on 03 october 2018 total knee revision surgery occurred 1 year after primary hybrid tka in a 64 year old woman. In the x-rays provided radiolucent lines around the tibial baseplate are visible. The cement layer can hardly be seen, possibly because of the projection angle. Aseptic loosening is a possible, literature described adverse event after total knee replacement and causes are often unknown. The reason of this failure cannot be determined.

Manufacturer narrative:
Visual inspection performed by r&d knee manager: visual inspection of the explanted tibia tray, pe postero stabilized inlay and cementless femoral component: revision surgery after 1 year from primary tka for loosening of the cemented tibial component. No traces of residual cement can be seen on the bottom surface of the tibia tray. Absence or lack of cement on explanted components is usual to be seen even if the cause of revision is not loosening or mobilization. Therefore this is not an evidence of lack of adhesion between the cement and the implant due to faulty devices. Furthermore, no non-conformities can be revealed in the distal surface of the component that could have contributed to the event. Poor cement inter-digitation on the implant surface are of various origin; they could be related to the cement and cementation procedure or mobilization of the implant during curing. Residual bone can be seen on the internal surface of the cementless femoral component, revealing good osteointegration. Scratches and dents can be noted on the articular surface of the tibial insert and the femoral component, most likely caused during the attempt to remove the inlay.

Manufacturer narrative:
Revision foreseen for (B)(6) 2018. On (B)(6) 2018 the patient matched department analyzed the case: our analysis of the my knee process of this case found no deviations from the standard procedures. Each step has been performed correctly.